Event description:
The reporter stated that, the surgeon was inserting a three piece silicone lens model aq2010v and the back haptic caught in the cartridge and tore during insertion. Lens was cut to be removed. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens has one haptic torn off into the optic & is missing. The lens is torn in half. There is clear and reddish surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.